Event description:
It was reported that patients paddle lead migrated resulting in inadequate coverage. Migration was confirmed through x-ray. The patient also had an infection on the ipg site. The patient was placed on IV antibiotics and subsequently underwent a full system explant procedure and was doing well postoperatively. The explanted products were sent for infection test and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial:(B)(6). Batch: 562084.